Event description:
It was reported that prior to an unknown procedure, upon opening the device, it was noticed that the outer packaging of the device was damaged and the inner package was ripped, no longer intact. The sterility of the device was compromised and the device was not used for any case. The case was completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.